Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with a different needle inside the syringe pouch than the one on the label in 750 cases.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with a different needle inside the syringe pouch than the one on the label in 750 cases.

Manufacturer narrative:
Investigation: DHR reviewed found no non-conformities. Customer returned sample & photograph showed the evidence of product mix. The team reviewed the process controls of assembly & packaging process. All process controls are in place and in working condition. On further investigation we found that the previous lot running on the said machine was of 22g needle with syringe and thus we concluded that the line clearance was amiss from our technical staff.